Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd extension set has catheter partially broken on the set. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in used condition without its original packaging. Visual inspection of the device showed no discrepancies. Functional testing involved leak testing and no leaks were detected. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality checks were being properly followed. Based on the investigation, the complaint allegation was not confirmed. (B)(4).